Manufacturer narrative:
(B)(4). An investigation is in process. A followup report will be submitted when the investigation is complete. An investigation is in process.

Event description:
The customer stated a falsely elevated lithium result (>3.5) was generated on the architect c8000 analyzer. The sample was rerun and a result of 0.48 was generated. The results were reported to the physician. A field service representative inspected and cleaned the analyzer. The r1 probe tubing was replaced due to signs of discoloration. Additionally, the fsr replaced the r1 mixer. The analyzer was confirmed to be operating within specifications. There was no impact to patient management reported.